Event description:
The physician informed boston scientific that the speedband superview super 7 ligator was properly set-up on the scope. The varices were suctioned and when the physician tried to deploy the bands, there was no click. The physician noticed that the band was not on the affected area. A second attempt was tried on a different varices and the same thing happened. The device was changed for a new one and successfully completed the procedure without further incident. There was no adverse effect on the pt.